Manufacturer narrative:
Summary of evaluation: a material inspection of the device indicated that it was mfg according to an earlier revision. Corrective action has since been implemented to prevent binding under load.

Event description:
The tensioner will not turn. This event was noticed during cleaning; therefore, there was no patient involvement.